Event description:
It was reported that during patient follow-up, the device was interrogated and showed an alert for an electrical reset. Device parameters did not change and no other issues were seen with the device. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that on (B)(6)2010 at 11:45:49, the device recorded a write to locked ram por (power on reset). Lia (lead integrity alert) ramware interacted with detected ecc (error correction circuitry) producing the por.